Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was explanted due to perforation details heart wall. Threshold increased from about 1.0 at implant to 3.2v. Effusion seen. Through x-ray and CT scan could not confirm perforation. No additional adverse patient effects were reported.